Event description:
No additional information received from the customer.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. Updated fields: b5, d9, g3, g6, h2, h6, h11 based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device was losing the image during a procedure, which was finished with the same device. The issue occurred during sedation (device inside patient) in the middle of an unspecified procedure, that was completed with same set of equipment. There were no reports of patient harm.